Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history records (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided involving the event, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare, this complication can occur. Therefore, erbe provides a warning in the user manuals stating that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used to excise a perianal abscess. Upon activation, a deflagration occurred resulting in 1st and 2nd degree burns at the surgical site. The wound was treated and hospitalization was extended.